Event description:
It was reported that the werewolf controller was not picking up the wands. The incident occurred before the procedure; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed no issues. Functional evaluation revealed the flow port does not recognize when a wand is plugged in. No issues with the 18pin port. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors, which could have contributed to the failure include: there may be a detection circuit failure, a damaged receptacle, or a failure of an internal component. Based on this investigation, the need for corrective action is not indicated. H11: h2: corrected data on: h6 (clinical, impact & medical device problem code).